Event description:
During a (pta) percutaneous transluminal angioplasty, and after crossing the lesion, the account noted under fluoroscopy that the stent was partially deployed. They had removed the red safety pin. The product was safely removed from the patient and no adverse events occurred. Another similar product was utilized to complete the procedure. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.